Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving unexplained no delivery alarms on the insulin pump. Customer also mentioned that he has to restart the rewind to complete the sequence. Cracks were also noted in the reservoir and battery casing. No further information reported.